Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was returned for evaluation. A visual and microscopic examination of the returned device found the device was returned to the complaint investigation site with the stent detached from the stent delivery system (sds). The stent was not returned. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. A visual and microscopic examination of the device identified that the tip of the device was stretched and damaged. The hypotube was kinked along its entire length. No other issues were noted with the device.. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. Vascular access was obtained via femoral artery. The concentric target lesion with a bend of >=90 degrees was located in the severely calcified and severely tortuous left anterior descending artery. A 3.00x20mm promus element drug eluting stent was advanced but failed to cross the lesion. Due to stent and balloon damage, the physician could not pull the delivery system back and the stent was subsequently dislodged from the delivery balloon. The physician used a snare to remove the stent and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.